Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ischemia: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery for the 81 year old male who was admitted in with known history. The patient had a prior CABG for the coronary artery disease, known peripheral vascular disease, and diabetes. The pump was placed, however explanted on the day of insertion, and replaced by an axillary 5.5 pump due to limb ischemia. The cp limb had lost pulses and with imaging there was an observation made of no flow. No other intervention beyond the pump explant is known.